Manufacturer narrative:
All available information was investigated, and the reported unintended movement of clip opened while locked could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, a cause for the reported clip opened while locked cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A ntw (lot: 40717r1099) was chosen for implantation. When using the "+" knob on the steerable guide catheter (sgc) to adjust for aorta hugger transseptal puncture, the deflection would not hold position. An assistant was needed to hold the sgc deflection in place. The clip was placed a2p2, reducing mr to below 2+. After release from the delivery catheter, the clip opened from 10 to 30 degrees. Mr increased to grade 3. Since there was insufficient area to implant another clip, the procedure was abandoned. T he procedure ended with mr reduced to grade 3.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.